Event description:
It was reported the xenon light source had lost image and output socket was much looser than it should be during an unspecified diagnostic procedure and at patient sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.